Event description:
Pdc received a call on (B)(6) 2014 reporting a medical intervention that occurred on (B)(6) 2014 at 7:30 am. Patient's niece (c) called in stating that patient's meter was displayed a "hi" reading at the time of the event. Caller stated that patient was displaying symptoms of slow responsiveness. Patient performed a total of 3 glucose test with the prodigy meter as follows: after the 7:30 am reading, patient was given 15 units of novolog. After the 10:30 am reading, patient was given 20 units of novolog. After the 12:30 am reading, paramedics were called. All 3 results with the prodigy meter resulted in a "hi" reading. Paramedics were called 15 minutes after the last test with the prodigy meter. Upon arrival, paramedics performed a blood glucose test with their meter with a result of 488 mg/dl. Approximately 5 minutes had passed between the last test with the prodigy meter and the paramedic's meter. Pdc sent replacement and prepaid envelope requesting return of suspect system.

Manufacturer narrative:
Notification: due to prodigy account inadvertently not being migrated from (B)(4), this report was previously submitted to MDR test environment. This is a re-submission through (B)(4) production webtrader.

Event description:
This is a supplemental report to initial report# 3008789114-2014-00035 to submit investigation results from device manufacturer. See results below: suspected device evaluated by ok biotech and concluded that the meter and strips operated within specifications. The meter current test is 1.5, the criteria is <55, pass. Meter setting, audio and all buttons were ok. Tested the suspected meter with suspected strip with in house control solution. The readings of control solution test for low level are:38/44 mg/dl; for high level are:268/250 mg/dl, the request gcs range is low:25~70 mg/dl;high:200~300 mg/dl. All results were within the acceptable range. Reference manufacturer report# 3005862821-2014-0035.